Manufacturer narrative:
Pump was received with error 3 alarm during testing. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and self test or verify pump error 2, 23 alarm due to pump error 3 alarm. Successfully utilized crest and thus to download history files, traces. Found in the pump history multiple pump error 3 alarms on 02/08/2026 15:28:28.000, 02/08/2026 15:29:11.000 file number: 2002, line number: 1541. Esf#: (B)(4). Also, pump error 23 alarms on 02/08/2026 15:23:04.000, 02/08/2026 15:43:04.000 , 02/08/2026 15:43:10.000. No unexpected pump error 2 alarm during testing and in download history noted. Pump error 23 alarm pump was cut open to perform visual inspection and found moisture damage on pcba1. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, stained keypad overlay, cracked battery tube threads, cracked case (battery tube). Pump error 2 alarm not confirmed. Pump error 3 alarms during testing and pump error 3, 23 in file history due to moisture damaged electronic assembly and cracked case (battery tube) confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a pump error 3(the main arm cannot communicate with the motor arm), pump error 2 (interprocessor communication error), and pump error 23 (post-reset ram crc alarm), and a crack on the pump. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for the pump error, and the customer was able to clear the alarm, but was unable to rewind the pump. Troubleshooting was performed for damage and the customer reported the damage to the battery tube side. The customer also reported that the functionality was affected. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested, and the customer responded that the device would be returned.